Event description:
One hour before surgery, dr checked generator in the or. During the check the generator failed to record or sense temperature. After a few trials, the generator was able to record temperature. The dr proceeded to do surgery using a tm electrode. During lesion mode the generator failed to register temperature and output and energy was so great that the brain tissue carbonized and stuck to the exposed tip of the electrode. This caused a subthalamic hemorrhage and pt went into a deep coma.